Event description:
It was reported that the patient, enrolled in the it matters clinical study, with this inflatable penile prosthesis (ipp) presented with a loss of sensitivity along the shaft of the penis. Medical assessment determined that it is possible related to the device and procedure. No further information was provided.